Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. He reason for call was the caller indicated that the ins doesn't seem to be charging fully. The caller indicated that the patient can connect to the ins for charging and the controller shows excellent coupling status and then shows finished status and the ins is only 30%. The caller was not with the patient. The caller will direct the patient to call ps.the caller indicated that the patient originally contacted someone within her team but the caller did not know which rep was contacted. Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Pt called and stated their controller was not working right and it said fully charged but the battery was only at 30% and it was lasting 2 weeks. Pt stated they noticed this issue about a month ago and also stated they notified a manufacturer representative (rep) at the doctor's office about the issue months ago; pt stated their representative was trying different programs. During the call pt confirmed no visible damages to the controller, controller charging port and battery pack. Patient services (pss) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt stated the battery low recharge your implanted device soon message displayed. Pt inserted the battery pack and confirmed green light was flashing on the face of the controller. Pt stated the controller battery was at 100% and their ins battery was at 30% and said finished. Pt stated later on during the call that they were having issues charging their ins and it took 3-4 hours at a time to start a charge of their ins. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient (pt) called and stated their controller was not working right and it said fully charged but the battery was only at 30% and it was lasting 2 weeks. Pt stated they noticed this issue about a month ago and also stated they notified a manufacturer representative (rep) at the doctor's office about the issue months ago; pt stated their representative was trying different programs. During the call pt confirmed no visible damages to the controller, controller charging port and battery pack. Patient services (pss) walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt stated the battery low recharge your implanted device soon message displayed. Pt inserted the battery pack and confirmed green light was flashing on the face of the controller. Pt stated the controller battery was at 100% and their ins battery was at 30% and said finished. Pt stated later on during the call that they were having issues charging their ins and it took 3-4 hours at a time to start a charge of their ins. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported. Additional information was received from the manufacturer representative (rep). Rep called back stating the pt just contacted them letting rep know they were having the same issue again they had before getting the new rtm. Rep said charging with the new rtm worked good the first time, they were able to charge up in an hour, but then the next time they tried to charge, pt got stuck with the ins battery only getting to 40%. Rep said pt now could only get ins battery to 40% and it would say finished, but wouldn't go any higher. Pss called pt and pt confirmed this was the same issue they were having before getting new rtm. Pt inspected controller port, and said one side of pins only had 5 or 6 pins instead of 8. Pss reviewed controller replacement with pt and emailed repair.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported additional information that they were unsure of the cause of the devices issues leading up to the replacement. The patient was replaced with a non-rechargeable device as it was felt they would do better not having to recharge their system.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745 lot# serial# (B)(6) product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they have trouble with the ins and they will be getting the ins remove (B)(6) 2022. Patient stated they had rtm replace multiple times.